Event description:
It was reported that the pt underwent a sling procedure in 2005. Post operatively the patient began experiencing leg pain in the adductor area. The pt was prescribed pain medication. Pt also used packs and ben gay to control the pain. The following month, the pt was referred to a physical therapist and continues on pain medication.